Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The tech found the latch and pin was dirty with a dried fluid residue. The tech cleaned the siderail latch mechanism to repair the bed.